Manufacturer narrative:
Product ID 3778-60, lot# v878710013, product typ lead, product ID 37754, serial# (B)(4), product typ recharger, product ID 37744, serial# (B)(4), product typ programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation when laying down or sitting down. The patient also described the pain as "overstimulation," and she felt "like her legs were jumping." The stimulation was "fine" when walking. There was a problem with the patient programmer, and the patient could not turn their stimulation down when lying down. Troubleshooting was suggested, but no patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.